Manufacturer narrative:
On (B)(6) 2022, a service provider of infutronix provided the image for the affected administration set and visual inspection confirmed that the set had disconnected from the proximal end of the cassette connector. The reported issue was confirmed. The affected device was never returned for evaluation and therefore no root cause identified.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-004, lot 2106005 set broke at the connection of the cassette." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.